Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records the patient complained of pain and disability. Then was revised for mechanical problems right hip prosthesis. It was indicated that the cobalt/chromium serum levels revealed significant elevation of the cobalt level consistent with trunnionosis. Imaging revealed well fixed implants but evidence of mild peripheral osteolysis in the superior lateral acetabulum. The patient is undergoing hip revision surgery to treat the pain and metalosis. Operative notes reported that inspection of the trunnion revealed significant metalosis and corrosion. Doi: (B)(6) 2010; dor: (B)(6) 2018; left hip. The patient has bilateral hip implants, please see (B)(4) for the right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.